Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The reported problem (battery faults) has been confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to contamination of the battery pca board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contamination. The pt received a replacement battery pack.

Event description:
Download data from a (B)(6) year old male pt revealed several battery faults. The pt was issued a replacement battery pack.